Manufacturer narrative:
This report is submitted on february 19, 2024.

Event description:
Per the clinic, the patient developed an infection at the implant site and was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024, and there are no plans to re-implant the patient with a new device as of the date of this report.